Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The device was recertified and returned to the customer. The electrode pads or external paddles were not returned as part of this investigation. Review of the device activity logs showed advisory messaged prompting the end user to check the device, accessories and patient to ensure proper connection. No messages that would indicate a device malfunction were found. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.